Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer cannula was bent. The customer¿s blood glucose level was 131 mg/dl. It was reported that the blood glucose was 600 mg/dl and treated with manual shot. The customer reported that the infusion set cannula was bent. It was also reported that the reservoir was broken. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The infusion will not be returned for analysis.